Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed diagnostic anomaly on the patient's implantable cardiac monitor (icm) due to under-sensing. The scheduled transmission had no rhythms or alerts from the icm. Programming changes were recommended. No patient symptoms or intervention was reported.